Event description:
No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: review of the returned device confirms the reported material fracture; which sem determined due to bending overload. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001822565 - 2019 - 01140. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the bow-tie reamers broke during case with no patient involvement. No further information is available at this time.

Event description:
No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.